Manufacturer narrative:
The complaint of leakage on the 14687-15 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13591617 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional information e1 initial reporter phone extension (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported leakage on injection port during an infusion. There was patient involvement but no patient harm in the event.